Manufacturer narrative:
The medical records provided indicate the pt had a history of hernia recurrence. The medical records indicate the left lower quadrant of the composix kugel mesh implanted in 2002 had "folded back upon itself" allowing reherniation, the folded portion was dissected leaving the remainder insitu and a second composix kugel mesh was placed, overlapping the remaining mesh. Four years later, the pt was diagnosed with a small bowel obstruction. During exploratory laparotomy, the surgeon found adhesions to the mesh. These were lysed and the surgeon elected to explant both composix kugel meshes; the abdominal wall was repaired with alloderm. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions and recurrent are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted on (B)(6) 2002 was reported in accordance with (B)(4).

Event description:
On (B)(6) 1999, repair of incarcerated umbilical hernia with suture material. On (B)(6) 2000, repair of incarcerated recurrent umbilical hernia with "marlex/gore-tex" mesh trimmed to fit. On (B)(6) 2002, repair of recurrent incisional ventral hernia. A previously placed mesh had detached from the inferior margin of fascia. A bard composix kugel mesh was used as a buttress repair of the anterior abdominal wall. On (B)(6) 2003, repair of recurrent incisional ventral hernia. The left lower quadrant of the previously placed composix kugel mesh had "folded back upon itself" allowing reherniation, the folded portion was dissected leaving the remainder insitu and an add'l composix kugel mesh was placed, overlapping the remaining mesh. On (B)(6) 2007, pt presented with abdominal pain, nausea and vomiting. Pt was admitted to hospital with diagnosis of bowel obstruction. On (B)(6) 2007, exploratory laparotomy w/lysis of adhesion-one area of the bowel was "really knuckled into the mesh" and was obstructed, resulting in some serosal teras which were repaired with 3-0 vicryl. Surgeon elected to excise old mesh and repaired abdominal wall with alloderm.